Event description:
The initial reporter alleged discrepant reactive results for one patient sample tested with the hiv duo elecsys e2g 300 assay on the cobas e 801 analytical unit. On (B)(6) 2024, the patient sample was tested with the elecsys hiv duo assay and generated a result of 0.152 coi (non-reactive). On (B)(6) 2024, the same sample was tested again with the elecsys hiv duo assay and generated a result of 17.1 coi (reactive). Additional testing of the same sample on (B)(6) 2024 included the abbott hiv assay, which was negative, and an immunogold labeling test, which was also negative. On (B)(6) 2024, the sample was re-tested on-site using the elecsys hiv duo assay, generating results of 15.6 coi and 15.1 coi from two different sample tubes. Blood was not released.

Manufacturer narrative:
The reported event occurred on a cobas e 801 analyzer (serial number: (B)(6)). The investigation determined that the elecsys hiv duo assay performed within specifications. A review of calibration and quality control data confirmed that all signals were within expected ranges. The investigation was limited as patient samples related to hiv testing requests cannot be shipped within china due to legal restrictions. The root cause was attributed to a sample-specific discrepancy, as false reactive results may occur in individual patient samples with this assay. The device remained in operation at the customer site.